Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set fell off events during use on (B)(6), and (B)(6) 2024 and (B)(6) 2024. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.